Event description:
It was reported the haptic on the intraocular lens (iol) bent during insertion of the iol into the patient's eye. The doctor enlarged the incision and used a different lens. The physician stated there was no patient injury.

Manufacturer narrative:
During a retrospective review of the complaint database it was determined this event met the criteria for adverse event reporting. The iol was inspected and showed a distorted haptic. The lens met all manufacturing criteria prior to release. While we were unable to determine the origin of the damage our investigation reasonably suggests it is not manufacturing related.